Event description:
It was reported that the patient's blood glucose level reached 27 mmol/l (486 mg/dl). The pod was worn between 1 and 4 hours on the arm. Hyperglycemia treated with manual injection and a new pod.

Manufacturer narrative:
The device was received with corrosion visible on the pcb assembly. Data obtained from the device generated an 0x3d alarm, indicating fluid leaked into the pod. During the investigation, a leak test was performed and a tear was observed in the unexposed portion of the soft cannula. This tear diverted fluid from the intended fluid path which would have resulted in insufficient drug delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.